Event description:
Patient reported left side pain and seroma. Also reported "several benign-looking masses and cysts" which is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, g1, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported unknown side pain and seroma. This device remains implanted.